Event description:
The customer reported that the insulin pump has been alarming no delivery. The customer stated that alarm persists even after the tubing, reservoir and site were changed. Customer stated the cannula was not bent. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.